Event description:
Fluoroscopy not functioning. It was reported to philips that fluoroscopy was unavailable on the allura device. The device was inside clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported problem that the system was not able to produce fluoroscopy. The philips field service engineer (fse) inspected the system onsite and checked ippc. A review of the system logfile cannot be able to confirm malfunction. Upon troubleshooting actions fse restarted the system and found that the ippc was not booting. Fse downloaded the board software and reinstalled the ippc os and application using service mode. Later recreated the image disk and restarted the system. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.